Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8/0.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to excessive vaulting. This resolved the problem. Type of investigation: 4110 - disregard previous work order search, previous lens reported is not applicable for this claim. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -8.00/1.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os). High vault was observed, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.